Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rubber of the cystonephrofiberscope at the end of scope was torn. Parts fell off from the distal end (including a rubber). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the rubber of the cystonephrofiberscope at the end of scope was torn, and parts fell off from the distal end (including a rubber). However, this was incorrectly reported as the customer only alleged that the rubber at the end of the scope was torn. The device evaluation confirmed no parts fell off from the distal end. There are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this issue of a torn a rubber is not likely to cause or contribute to death or serious injury if the malfunction were to recur.